Event description:
It was reported that during a low anterior resection procedure, the device created an incomplete staple line. The incomplete staple line was discovered during a leak test with blue liquid. The incomplete portion of the anastamosis was completed by hand-suturing. There were no adverse consequences to the patient reported.

Manufacturer narrative:
Information anticipated, but unavailable at this time.